Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The proximal aortic neck was 28, 29, 32 mm in diameter from proximal to distal. There was mild proximal neck angulation. Mild proximal neck thrombus with no calcification. The right and left iliac arteries had mild calcification. The iliac arteries were tortuous bilaterally. An endurant bifurcated stent graft etbf3620c166e was implanted from the left and an endurant contralateral limb etlw1620c124e was implanted from the right side initially without complication. It was reported that three days later the patient presented emergently with a ruptured aneurysm. Upon arrival at the hospital images demonstrated a patent abdominal stent graft with a large type ib endoleak. The physician was unable to determine where the endoleak was arising from, but believed it was coming from the left limb. A 20x20x82 endurant extension cuff was successfully placed. Upon further imaging it was discovered that the right iliac limb also had a type ib endoleak. This appeared to be the larger of the two endoleaks. The previous stent graft was approximately 1cm from the hypogastric artery and the physician decided to embolize the right internal iliac and extend the limb into the right external iliac artery. Five coils where placed in the right internal iliac and a 14f sheath was then advanced in the right external iliac. A 16x13x124 endurant limb was placed through the 14f sheath and deployed. Final images demonstrated no evidence of an endoleak, but there was moderate thrombus in the right limb of the stent graft. No heparin was given during the case because the patient presented with a ruptured abdominal aneurysm. Several attempts were made to remove the thrombus; however, the thrombus migrated down the patient's right leg. The physician was able to restore flow through the graft, but the patient distal runoff was occluded (restored flow to the popliteal). Two days later it was reported that the patient had an above knee amputation. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft occlusion, aneurysm rupture). Patient's condition affected effectiveness of device (calcified and thrombosed vessels). Conclusion: device failure/lack of effectiveness related to patient condition (calcified and thrombosed vessels).

Event description:
Films pre-implant show a 6.3 cm diameter aaa which contains thrombus and calcification. The iliacs are tortuous bilaterally. The reported events and stent graft configuration could not be assessed since films post-implant were not provided. Thrombus formation likely due no heparin given during the procedure for the emergent rupture.